Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (uterus, right and left fallopian tubes excision). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: insertion details: both ostium visualized. There was some proliferative tissue, however, proper placement of the essure was seen. Patient tolerated the procedure well with good hemostasis. Removal details: patient with history of essure coil placement for sterilization, associated pelvic pain nonresponsive to hormonal therapy, abnormal uterine bleeding and severe cervical dysplasia desired definitive surgical management of all of these complications. The decision was made to proceed with total laparoscopic hysterectomy and bilateral salpingectomy. The right fallopian tube has a metallic silver coil within its lumen. It has an easily identified fimbriated end. The tube measures 6.5 cm in length by oa cm in diameter. Representative of the right fallopian tube is in an. Left fallopian tube also has a silver metallic coil it also has an easily identified fimbriated end. The tube measures 5.7 cm in length by 0.4 cm in diameter. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2020: reporters, date of birth, start and stop date of essure and event essure removal added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 716609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and dysplasia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and cervical dysplasia ("severe cervical dysplasia"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered cervical dysplasia, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: insertion details: both ostium visualized. There was some proliferative tissue, however, proper placement of the essure was seen. Patient tolerated the procedure well with good hemostasis. Removal details: patient with history of essure coil placement for sterilization, associated pelvic pain nonresponsive to hormonal therapy, abnormal uterine bleeding and severe cervical dysplasia desired definitive surgical management of all of these complications. The decision was made to proceed with total laparoscopic hysterectomy and bilateral salpingectomy. The right fallopian tube has a metallic silver coil within its lumen. It has an easily identified fimbriated end. The tube measures 6.5 cm in length by oa cm in diameter. Representative of the right fallopian tube is in an. Left fallopian tube also has a silver metallic coil it also has an easily identified fimbriated end. The tube measures 5.7 cm in length by 0.4 cm in diameter. Most recent follow-up information incorporated above includes: on 26-jan-2021: mr received: " previously reported event medical device removal replaced with pelvic pain." Reporter, lot number, medical history and rcc added. New event added: abnormal uterine bleeding and severe cervical dysplasia we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 716609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and dysplasia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and cervical dysplasia ("severe cervical dysplasia"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered cervical dysplasia, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: insertion details: both ostium visualized. There was some proliferative tissue, however, proper placement of the essure was seen. Patient tolerated the procedure well with good hemostasis. Removal details: patient with history of essure coil placement for sterilization, associated pelvic pain nonresponsive to hormonal therapy, abnormal uterine bleeding and severe cervical dysplasia desired definitive surgical management of all of these complications. The decision was made to proceed with total laparoscopic hysterectomy and bilateral salpingectomy. The right fallopian tube has a metallic silver coil within its lumen. It has an easily identified fimbriated end. The tube measures 6.5 cm in length by oa cm in diameter. Representative of the right fallopian tube is in an. Left fallopian tube also has a silver metallic coil it also has an easily identified fimbriated end. The tube measures 5.7 cm in length by 0.4 cm in diameter. Lot number: 716609 manufacture date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2021: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.